Manufacturer narrative:
Since the device remains implanted, a complete analysis could be performed. The physician chose to prolong the refractory period which required a special programmer. The v-refractory programming was successfully completed in 2007. Over-sensing is a well-known observation in cardiac pacing. For example, the approved user's manual for this product reported (on page 14) that in a clinical study of 63 devices implanted in 63 patients with a mean follow-up of 3.4 months, 14 ventricular over-sensing events occurred in 13 patients, i.e. 20.6 percent of patients. Each such event was classified as an observation, that is, events that did not require intervention, but may have required simple adjustments. This type of observation is normally resolved by increasing the programmable sensing threshold; however, in this case the physician chose to prolong the refractory period, which requires a special programmer.

Event description:
During a routine follow-up interrogation, it was reported that there was ventricular over-sensing with v-pacing. The physician chose to extend the refractory period using a custom programmer. This was successfully completed in 2007 and the device remains implanted.